Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition) the valve was returned submerged in an unknown liquid in the provided returnkit. Result: first we performed a visual inspection of the progav. Except scratches, no significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, brake functionality and brake force. Both valves have a blockage, therefore a computer controlled test was not possible. The progav was not adjustable throughout the normal range. The brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Finally, we dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of deposits in the system at the time of investigation. It is possible that the deposits observed inside the valve caused the malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.

Event description:
According to the complainant a progav operated in overdrainage postoperatively . The valve was implanted on (B)(6) 2015. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 120 cm.